Event description:
It was reported that noise and fluctuating impedance on the competitor lead were observed. The pacing impedance varied between low and high values. At device change out the set screw was observed to be tight and high impedance could not be reproduced. This device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field of high pacing impedance could not be replicated in the laboratory. The device was tested on the bench and using automated test equipment and passed all tests.